Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a laboratory device, performed within 10 minutes of each other. No results were provided for either device, but the reporter alleged a difference of 40 mg/dl. This complaint is being reported because the results may not meet lifescan&#38112;accuracy criteria. There was no indication that the product caused or contributed to an adverse event.